Event description:
The customer reported that 30 mls of clear fluid leaked from the coulter lh 780 hematology analyzer . The leak was not contained within the instrument. Customer was changing diluent at time of leak. R codes differential errors received. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) observed leak due to upper sheath restrictor tubing had popped off of fitting. He replaced the tubing to resolve the issues. (B)(4).